Manufacturer narrative:
In trouble-shooting, truncatenegativectpixels: true; constantctpixeloffset: 1024; resetpixelrange: false; maxctpixelvalue: 4095. Resolution confirmed on call. - 01/14/2016 software investigation completed. Findings are that media I/o settings had to be updated. Software is functioning as designed. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, when a computed tomography (CT) exam was loaded onto the site's navigation system, the image quality was dark and difficult to see. Adjusting the brightness and contrast did not resolve this issue. The site had radiology burn a second disc before calling medtronic technical services, however, the issue persisted. Provided the white image lines for the medtronic representative, and adding these lines resolved the issue. Patient was not affected by this issue, but because of the added delay of reaching out to radiology for a new disc, and from entering these lines afterwards, there was a 1.5 hour delay in therapy before continuing. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Issue resolved on call.